Event description:
Ems received a notice of a law suit against it and two other manufacturers of shower benches alleging an injury because of a leg that "gave out." There was no information available regarding the make, model or serial number of the failed unit.no further details are available at this time. Litigation is proceeding and follow-up reports will be filed as information becomes available. Age and weight submitted only to meet esubmitter demand values and may not apply to patient.